Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter was reading inaccurately high. The complaint was classified based on the customer service representative¿s (csr) documentation. The patient claimed the alleged issue began (B)(6), 2014 at approximately 7:23am. She tested on her back up meter and observed a reading of ¿95mg/dl¿ and then after 1 minute tested on the subject device and observed a reading of ¿152mg/dl.¿ based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. It is not known what range the patient considers to be normal. The patient manages her diabetes with an unknown type of insulin through pump therapy and she denied taking any action regarding her diabetes management in response to the alleged issue. Approximately 1 hour later, while at work, the patient claimed she ¿had difficulty with focusing and couldn¿t think clearly¿ but despite her symptoms, she denied receiving any form of treatment. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Replacement products have been sent to the patient and subject products are pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs¿s definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved

Manufacturer narrative:
Follow-up # 1 ¿ (01/02/2015). The patient¿s meter has been returned on 12/4/2014 and evaluated by lifescan product analysis on 12/22/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.